Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced arrhythmia without hemodynamic compromise or lvad malfunction. The clinicians reduced set speed from 5000 to 4000 to prevent any suction event during a period of arrhythmia which was presumed to be supraventricular tachycardia (svt) or multifocal atrial tachycardia (mat). The patient remains stable and no reported adverse event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported arrhythmia could not conclusively be established through this evaluation. It was reported that the patient experienced arrhythmia without hemodynamic compromise or lvad malfunction on (B)(6) 2020. During interrogation of the patient¿s vad history, it was noted that there was a low speed advisory alarm that night. The patient¿s set speed was 5000 rpm with a low speed limit of 4800 rpm. It was confirmed that the covering practitioner lowered the set speed to 4000 rpm to prevent a suction event during a period of arrhythmia (presumed to be supraventricular tachycardia or multifocal atrial tachycardia). There were no reports of adverse event to the patient. The patient remained in stable conditions. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. This document also explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.